Manufacturer narrative:
Investigation results: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
No additional information.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material# 390222 batch# rehv2546 it was reported by customer that the extension set was leaking blood and had to be disconnected and a new set applied. Verbatim: evn24543041 -- extension set was leaking blood situation: issue: IV was placed and the extension set was leaking blood and had to be disconnected and a new set applied. Pt was anxious about IV and it complicated the experience. Ref 390222, lot #rehv2546